Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6) 7815 national service road suite 600 greensboro, nc 27409 (B)(6). No samples or photos were received for analysis and investigation; for that reason, the malfunction reported by the customer could not be confirmed. In addition, a complaint search for lot 0k04372 and malfunction code ost-pmc01.18 skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only) was carried out and as a result, no additional complaint was found; therefore, no trend is observed. As per complaint manufacturing investigation procedure (B)(4), version 5.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed. Lot 0k04372 was manufactured on 11/05/2020, ats#2, with a total of 1,250 units. Complaint investigator ID (B)(6) performed a batch record review on 04/30/2021, description natura stoma flatmold 33/57mm1x10pkgb/nl to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 4 of 10. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the starter hole was off-centered. It was unknown whether the end user used the product. No photo is available at this time.